Event description:
Sales manager reported on (B)(6) 2025 that an imn1.8-50 t broke. The rep in the case stated that the surgeon reamed with the appropriate drill prior to putting in the nail beyond where the nail got stuck. As he was advancing the nail he started getting resistance and took an x-ray and saw the nail was bending and tried to back it out at which point the nail broke. The surgeon successfully removed all pieces of the broken device and used a different nail to complete the surgery. The change in inventory caused about a 30-40-minute delay in surgery.